Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak following the patient's treatment. Fluid was found underneath the cycler and inside the cassette door. The source of the fluid could not be determined. The patient contact was advised to inform the patient's pd nurse. The set was discarded. During follow up the caregiver reported the patient did not have any complications. The patient was not prescribed any antibiotics.